Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4193 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had an exacerbation of their heart failure. No distinct symptoms were noted and the patient reported feeling well. It was noted that the device had an electrical reset after a computerized tomography (CT) scan. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.